Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a battery compartment leak. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/moisture issue. These reports were received from various sources. The patients associated with this allegation were 34 years of age and (B)(6) pounds. Of the reported patients,there was 1 female.